Event description:
A patient's device was explanted by dr (B)(6) at (B)(6) because an infection of the pocket site following their most recent battery change. The physician is currently treating and monitoring the infection, no definite plans to re-implant a new enterra system until the infection is fully resolved.